Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found a damaged lcd, bent micro switch, and cracked tank cover. Also found was that 1/3 of the lcd had liquid crystal leakage inside; confirming the customer complaint. Root cause most likely due to impact to the display or blunt force by dropping the device. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the device front display is discolored and there was a temperature alarm. It is unknown if this is related to physical damage/abuse. Fault occurred during start up. There was no delay to therapy. No patient involvement and no harm/adverse event reported.